Event description:
Device issue: leaks- failed to seal perforation. Time of device issue: during the procedure. Adverse event: shock with cardiac tamponade. Onset of adverse event: during the procedure. It was reported that the graftmaster was implanted to treat a perforation from an unknown cause, however, the device failed to seal the perforation. The patient experienced shock with cardiac tamponade, however, the patient did not die.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The lot number has been provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.